Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 251 mg/dl between 24 and 36 hours of wearing the pod. The reporter stated they changed their pod the prior evening but has since been experiencing high bg levels. After giving an insulin correction bolus their levels did not improve and upon examining the area they noticed it had an insulin odor. The pod was removed from their abdomen, and the cannula was found to be damaged at the tip.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of damaged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.